Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had sticky haptics that left a mark on the involved iol. There were no difficulties during the procedure, and all advised instructions were followed correctly. We learned through follow-up that the lens remains in the patient's eye, positioned at 90° with the mark at the top. No explant was needed. No further details were provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a video provided by the customer was evaluated. The video showed an eye being implanted with an intraocular lens (iol) claimed to be a tecnis monofocal iol preloaded in the simplicity delivery system, model dcb00. Two line marks were observed from lens edge through lens mid periphery but located between 1:00 and 1:15 in relation to the picture orientation. Per the mark location, a low probability to impact patient visual function is expected in the event if the marks persist and the lens remains implanted; however, the definitive clinical impact cannot be determined from a photograph assessment. The root cause of the incident cannot be determined from a picture assessment. The complaint issue "haptic stuck to optic" was not identified; however, "cosmetic issues" was identified during this photograph evaluation. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that three (3) additional complaints were received for this po. These complaint issues reported are not related. No escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.